Event description:
It was reported that the patient presented for the generator change out, and upon interrogation, the device was found in bvvi mode. The device was explanted and replaced successfully. Patient was stable before, during and after the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to transient high current drain caused by code corruption. The cause of the code corruption could not be determined.